Event description:
It was reported that stent dislodgement occurred. The 85% target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 4.00x28mm promus premier stent delivery system was selected. During advancing, it was noted that the stent came off of the delivery system. The stent did not move within the patient's body. The device was able to be snared and successfully removed from the patient's body. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product.   Device evaluated by MFR.:it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).